Event description:
It was reported that during a laparoscopic bullectomy, the cartridge came off and slipped forward at the 1st firing. The staples were malformed and the target tissue was cut off. The cartridge was blue. Reinforcement material was not used. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: we could not get further information about this complaint.

Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/2. Upon evaluation, the reload was noted to have alignment stop tabs damaged and the deck damaged where firing stops. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the drivers to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In order to verify the condition of the internal components of the reload it was disassembled and the cartridge was noted to have the one piece sled damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.